Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. (B)(4)

Event description:
A confirmed motor stall noted in the event logs with no motor stall recovery was reported. The patient told the healthcare provider that he had increased pain. The motor stall occurred (B)(6) 2015 and stopped pump may exceed tube set log (B)(6) 2015. The patient did not have an MRI before the motor stall occurred. The cause of the motor stall was unknown but per the reporter the hcp thought possible corrosion. The patient had been on very high concentrations of compounded meds. On (B)(6) 2015 it was reported the healthcare provider replaced everything, including the catheter on friday, (B)(6) 2015. The reporter had talked with the hcp and was assuming the patient was doing ok because the patient went home from the hospital the following day. The pump was used to deliver clonidine, bupivacaine, and morphine

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. (B)(4).

Event description:
Additional information received from the consumer patient reported that prior to getting a new pump put in around (B)(6) 2015, the patient experienced blackouts, a collapsed lung and pneumonia, which they were in the hospital for 7 days for. Once the patient received the new pump, all the problems the patient had experienced went away. They had an MRI done and it found that the old catheter was implanted in the wrong spot, which the doctors determined was causing all the issues.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.